Manufacturer narrative:
(B)(4). Catalog# tscmg-35-300-lesdc-jp. Similar to device under 510(k) k061670. Summary of investigational findings: investigation is based on the limited information provided only. Since no product was returned and no imaging was provided it is very difficult to comment on the resistance, which was met when removing the delivery system, because "something get lodged" or why resistance was met, when the wire guide was re-inserted. Also, it is difficult to comment on the compatibility between the non cook stent graft and the wire guide. There is no evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: lunderquist extra-stiff double curved exchange support wire guide was used for tevar with other manufacturer's stent graft (medtronic's valiant : (B)(4)). There was no problem with advancing the delivery system over it and deployment of the stent graft, but resistance was met as 'something get lodged' when removing the delivery system and the wire guide came out with the delivery system. He felt a resistance again when he reinserted the wire guide, so he removed and replaced it with another lunderquist extra-stiff double curved exchange support wire guide. The replacement had no problem and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.